Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Which is off-label usage of the device on (B)(6) 025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient experienced dizziness and blurred vision on (B)(6) 2025 he was taken to the hospital on the same day by his wife. In the hospital the mobile device app showed a reading of 380 and the hospital glucometer showed 482 mg/dl. The patient was hospitalized 2 days and treated with insulin. Routine medications were also documented but not mentioned if they were given to the patient at the hospital. He was admitted to the hospital to monitor his situation. He was discharged on (B)(6) 2025 and was fine during the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.